Event description:
It was reported that the HL20 displayed the error message "Safety-S¿. The failure occurred during general check of the device before use. No harm to any person has been reported. According to the HL20 service manual the error "SAFETY-S" indicates that there is an issue with the safety system board or it's communication. The reported failure can lead to an unintentional pump stop. As the event can result in a risk for harm of any person, a report is required. Complaint ID: (b)(4).

Manufacturer narrative:
A Getinge Field Service Technician (FST) will be send onsite for further investigation and repair. The investigation is ongoing. A Follow-up MEDWATCH will be submitted when additional information becomes available. Note: This event occurred on the Indian market on a significantly similar device to "Vario Twin, HL 20 4-pumps", which is sold in the US under premarket submission number K943803 for the out of the US device, subjected to this report. For D4 Unique Identifier (UDI)#, primary DI number has been used for Vario Twin, HL 20 4-pumps with catalog number 701043262, which is sold in the US. Provided D4 serial number and H4 device manufacturer date correspond to device involved in the event, not available in US.